Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported deflation difficulty; however the reported resistance with the stent and vessel during removal appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that a 5.0 mm x 80 mm x 80 cm armada 35 balloon dilatation catheter (bdc) was prepped and advanced without issue to an unspecified deployed stent in the moderately calcified, moderately tortuous left superficial femoral artery (sfa) to post-dilate the stent. The armada 35 balloon was inflated without issue and post-dilatation was completed. When attempting to deflate the balloon, the unspecified inflation device showed negative pressure, but the balloon did not deflate at all. The inflation device was swapped out for a syringe and, though much force was required to pull negative pressure using the syringe, the balloon slightly deflated, but was difficult to withdraw from the stent and vessel. The partially deflated armada 35 was able to be withdrawn against resistance into the guiding catheter. Upon retraction into the guiding catheter, the armada 35 balloon partially deflated some more as it entered the distal tip of the guiding catheter and was able to be completely retracted through the guiding catheter without any resistance. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.